Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator broke while trying to extract wisdom teeth. The elevator was placed between the tooth being extracted and the gingiva and between the tooth being extracted and the tooth next to it. The surgeon was turning the elevator clockwise. No portion of the elevator was embedded in the patient. There was no injury to the patient and a delay of "a few minutes" to the procedure.

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
One elevator #301 was returned without the original packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The complaint was verified as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. There are no indications of manufacturing defects.